Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) level of 694 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Treatment resolved the issue and no permanent damage was identified. Multiple attempts were made by tandem technical support to follow-up with the customer to obtain the release date, but no response was received.